Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's non boston scientific right ventricular (rv) lead. During the explant procedure, it was noted that the device shocked the patient as a result of the fractured rv lead, and then went into safety core and had to be explanted after only a matter of months. Boston scientific technical services (ts) was consulted and stated that if three faults occur within 48 hours, the device will go into safety core. Both the rv lead and device were explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded three faults that were most likely caused by the use of electrocautery.